Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) was not returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, with this delivery catheter system (d cs), a dissection centering on the right common iliac artery was observed, and the "intima had become widely peeled off". Subsequently, a stent was implanted. No additional adverse patient effects were reported.